Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that no device found screen was seen and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharge telemetry module was recently replaced for an unrelated issue, but the patient was now having a hard time charging, would see the device not found code, and she would have to repeatedly reconnect the recharge telemetry module, and remove and replace the battery to be able to charge with excellent quality. The patient stated the controller would not show checking recharge quality like usual, and there was something rattling inside the controller. Patient was issued a new controller. Additional information received stated that the patient is having issues charging the ins. The caller stated that when they try to start a session the paddle is directly over the implant but the recharger is showing the no device found message. Prior to calling the caller connected to the ins using the tablet and the patient's controller without the recharger connected. The ins is charged to 10%. It was suggested attempting to use another controller to try to connect the patient's recharger and then the ins. The rep called back to follow up on the case. He stated that he used a different controller and recharger from his stock, with the patient's lithium battery and they were able to start a charging session. The caller used the patients recharger with their controller to try to communicate with the ins and that was unsuccessful so it was determined that the issue was associated with the recharging antenna. Tss transferred the caller to repair. It was reported the recharge telemetry module was frayed, and getting hot. Patient was issued a new recharge telemetry module. Additional information received stated that the patient can easily locate the ins, but now could not communicate unless she was using the recharger, even with the controller over the ins. Aa batteries were tried but the issue was not resolved. It was reported the patient could only communicate with tel-n. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.